Event description:
A distributor in france reported an issue where a pump encountered a malfunction immediately upon starting, displaying a specific error that prevented access to the pump. There was no information available regarding any impact on the customer's blood glucose level. As a corrective measure, the affected pump was set to be returned, and a replacement pump was arranged for the customer.